Manufacturer narrative:
The failure was confirmed by the qa technician through visual inspection. The head was loose as the pin holding it to the attachment fell out due to loss of press fit. The device was repaired and returned.

Event description:
It was reported during a procedure that the upper cover and pin of the radiolucent right angle drive were loose. During functional testing by a service technician, it was found that the nose pin is missing causing the head and end cap to be loose. The procedure was completed successfully with no delay, no adverse consequences, and no medical intervention.